Event description:
The information received from the (B)(6) study indicated that troponin I was increased at discharge. The patient had stable angina during the 30 days and 6-months follow up. There was no major adverse event. Eight days after the six months follow up, the patient experienced chest pain. A revascularization via balloon angioplasty only was performed in the mid left anterior descending (lad) artery. The revascularization was within 5mm from the cypher stent previously implanted in the distal lad. The event was reported to be of moderate severity and resolved without sequelae. The event was reported to be possibly related to the device, procedure and study medication. A second event was reported that occurred the same day as the 1st event. The patient was admitted to the index procedure with unstable angina. The 1st lesion treated was a 72% stenosis in the left main coronary artery. A 3.5 x 28mm cypher stent was deployed at 11 atm successfully. The stent was not post-dilated. There were no angiographic complications and no product malfunction. The 2nd lesion treated was a 75% stenosis in-stent restenosis of a drug-eluting stent and was located in the distal left anterior descending (lad) artery.

Manufacturer narrative:
A 2.5 x 28mm cypher stent was deployed at 16 atm successfully. A 2.75 x 23mm cypher stent was deployed at 16 atm successfully. The stent was overlapping the 1st stent, as it did not fully cover the lesion. The stent was post-dilated, as it was not fully expanded. The stent was post-dilated at 15atm. A voyager nc balloon was used for this procedure. There was no product malfunction or angiographic complications with the stents. The patient was discharged the following day. The lesion in the left main coronary artery was type b2 lesion was de novo, severely calcified and 18mm long. The lesion was not pre-dilated. The lesion in the distal left anterior descending (lad) artery was a type b1 lesion, 45mm long, non-calcified and non-tortuous. The lesion was not pre-dilated. Atrial fibrillation, myocardial infarction, allergy to magnesium, cancer of the prostate and melanoma on left shoulder. Synthroid 50mg, toprol xl 50mg, lisinopril 10mg, crestor 5mg, xalatan 0.005%, nasalide 0.0025% and famotidine 20mg ((B)(6) 2010). The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15090703 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Events previously reported for this patient had been submitted using a retired global complaint handling system under manufacturing report number 9616099-2005-01561. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information was received via (B)(6) study that the patient was admitted to the index procedure with unstable angina with treatment of two lesions. A distal left anterior descending (lad) was treated with two cypher stents and a left main (lm) lesion was treated with one cypher stent. The patient was discharged the following day; the troponin I was increased at discharge. The patient had stable angina at the 30 day and 6 month follow-up. Eight days after the six month follow-up the patient experienced chest pain with revascularization in the mid lad. The treated site was within 5mm from the proximal most cypher implanted at index in the distal lad (B)(4). Additionally the patient had revascularization of a new lesion in the proximal circumflex which was not within 5mm of the cypher implanted in the lm. In addition to a past history of unstable angina, hyperlipidemia, and hypertension, transient ischemic attack, atrial fibrillation, myocardial infarction, prostate cancer, melanoma of the left shoulder, hypothyroidism, dyslipidemia, glaucoma, rhinitis and ulcer, the patient's medical history included previous CABG three months prior to the cypress study index procedure and percutaneous coronary intervention (pci) with revascularization six weeks prior to the index procedure. At index procedure, a loading dose of clopidogrel 225mg was given and intra-procedural angiomax was administered. The first lesion treated was the a 75% in-stent restenosis proximal to a 2.5x16 taxus stent implanted six week prior in the distal lad. This was reported as calcified and extensively stented. The reference vessel diameter (rvd) was 2.75mm. The lesion was type b1 lesion, 45mm long, non-calcified and non-tortuous. The cypher stent is indicated for improving coronary luminal diameter in patients with symptomatic ischemic disease due to discrete de novo lesions of length < 30 mm. Usage other than the approved labeling may involve risks not described in the labeling. The lesion was not pre-dilated. A 2.5 x 28mm (B)(4) cypher stent was deployed at 16 atm successfully. A 2.75 x 23mm cypher stent (B)(4) was deployed at 16 atm successfully proximal to and overlapping the first cypher. The stents were post-dilated at 15 atm with a voyager nc balloon for full expansion. There was no product malfunction or angiographic complications with the stents. Post procedure stenosis was 0% with timi flow of 3. A severely calcified non-tortuous ostial 72% 18mm long de novo lm lesion with a reference vessel of 4.0mm was then treated. The lesion was type b2. As outlined in the instructions for use, the safety and effectiveness of the cypher stent have not been established in the unprotected left main coronary artery, ostial lesions, or lesions located at a bifurcation. The lesion was not pre-dilated. A 3.5 x 28mm cypher stent (B)(4) was deployed at 11 atm successfully. The stent was not post-dilated. There were no angiographic complications and no product malfunction. Aspirin 325 and clopidogrel 150mg was give post procedural. The patient was discharged the following day with all cardiac enzymes within normal limit with the exception of the troponin I which was 0.5ng/ml (troponin I upper limit = 0.1 ng/ml). Antiplatelet therapy at discharge included aspirin and 75mg of clopidogrel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15090703 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Elevated troponin levels may reflect the structural changes taking place during coronary intervention with no indication of any device performance, design, or manufacturing issues. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are possible patient factors including extensive medical history of coronary artery disease and restenosis, vessel/lesion characteristics and procedural factors that may have contributed to the reported events of chest pain and restenosis. There is no indication of any device design or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. Events previously reported for this patient had been submitted using a retired global complaint handling system under manufacturing report number 9616099-2005-01561.